Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported a right side partial deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening crack leak test and microscopic analysis was performed which identified: opening crack, wear abrasion, creases fold and white particles. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right side partial deflation. Device has been explanted.